Event description:
It was reported that non-physiologic noise oversensing was seen on the right atrial (ra) lead channel. A review of the presenting electrogram (egm) also noted that there is much smaller amplitude noise, discernable on the other channels too. The episodes available from the fifth were just before midnight and those on the fourth span around 2 to 4am. It was thought that this could be electromagnetic interference (emi). However, the chronic ra lead from another manufacturer, was found to have jumpy impedances, with spikes that went greater than 3000 ohms. The field representative was going to talk about what emi the patient may be exposed to and was going to consider bringing the patient in, to assess the atrial lead. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.

Event description:
It was reported that non-physiologic noise oversensing was seen on the right atrial (ra) lead channel. A review of the presenting electrogram (egm) also noted that there is much smaller amplitude noise, discernable on the other channels too. The episodes available from the fifth were just before midnight and those on the fourth span around 2 to 4am. It was thought that this could be electromagnetic interference (emi). However, the chronic ra lead from another manufacturer, was found to have jumpy impedances, with spikes that went greater than 3000 ohms. The field representative was going to talk about what emi the patient may be exposed to and was going to consider bringing the patient in, to assess the atrial lead. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no objective evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.